Event description:
A pt reported to gore in a letter that a nasal implant "fell out of my nose with a little tug on my part", 2 years after it had been implanted.

Manufacturer narrative:
Device has not been returned for eval. A review of the mfg paperwork has been conducted. (Other) the review of the mfg paperwork verified that this lot met pre-release specs. A review of the mfg records for this lot verified that all pre-release specs were met. The potential for adverse reactions is addressed in the instructions for use with the statement, "possible adverse reactions with any facial implant device may include, but are not limited to: inflammation, infection, fistula formation, migration, extrusion, hematoma, induration, seroma formation, inadequate healing, and inadequate or excessive augmentation." All available info has been placed on file for tracking, trending and follow-up.